Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended in-clinic troubleshooting to exclude any obvious signs of lead impairment. If troubleshooting is unremarkable, commanded shock testing would then be recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.